Manufacturer narrative:
Sensor (B)(6) was returned and subjected to a comprehensive investigation. Visual inspection performed on the returned sensor patch and no issue was observed. Data extraction was conducted using approved software, and the extraction process was completed successfully. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage is out of specification. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. Further investigation was conducted, where a visual inspection was performed on the returned sensor puck and no evidence of damage were observed. Milled slot into sensor casing to perform smu testing. An smu testing was performed to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck was fully functional. The puck¿s electrical currents were measured and were found to be within specification, confirming the absence of accuracy issues. Poise voltage testing was performed and results was within specification, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. Sensor thermistor testing was performed and the results within the specification indicating that the puck's thermistor was fully functional. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation, this issue is not confirmed. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 220.00 mg/dl compared to readings of 98.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 220.00 mg/dl compared to readings of 98.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death, serious injury, or mistreatment associated with this event.